Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report, to provide device evaluation results and to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to an olympus service center for evaluation. During device evaluation, the reported issue was confirmed. It was observed that there was additional physical damage of kinks/breaks along the fiber body. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over a year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause of fiber connector overheating and deforming from heat could not be determined. The following warning is stated in the soltive laser system IFU (instructions for use): "- do not deliver the treatment beam without checking the integrity of the aiming beam, in the event that the optical fiber is damaged. Accidental laser exposure or fires may occur if a damaged fiber is used during a procedure." Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
Information that was inadvertently left out of the initial medwatch report: the reported event occurred during an unspecified therapeutic procedure. The intended procedure was completed using another laser fiber. There was no report of patient or user injury due to the event. The event with the tfl-pls (soltive premium superpulsed laser system) was reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Error description: while using the soltive laser (which is sent to rep. (B)(4)) with the tlf-fbx200s fiber (lot kr233236), a smell of burnt plastic begins to spread in the operating room. When the laser fiber was removed it was discolored and deform due to heat exposure. There was no error shown on the display of the laser., but the mt was called to the or and when he look at the laser and tried to use the fiber it came up with error 42! Event found during procedure.